Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance. However, the nonconformance was identified as a cosmetic issue, and product was replaced and released for use. The DHR anomaly is not related to the alleged device failure. Instrumentation marks were observed on the ipg header, can and antenna cover. It was noted that terminal end electrodes of the leads (not returned) were stuck in each septum. A loose ball seal spring was observed in the top septum; therefore, no further testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2008. It was reported that the patient was having difficulty getting the system to work. It was determined that the ipg needed to be charged. After charging the unit, it appeared to be functioning properly. After approx 3-4 days, it was reported that the ipg was unable to communicate with the programmer and charger. Replacement external devices were unsuccessful at resolving the issue. The physician elected to explant and replace the entire system on (B)(6) 2011. The explanted ipg was returned to the MFR for eval. No further issues have been reported.